Manufacturer narrative:
Failure analysis revealed that no error alarms noted during testing. The insulin passed the self test. No unexpected reset alarm noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported the insulin pump alarmed three different alarms after a battery change. Customer's blood glucose was 184 mg/dl. Customer was advised the alarms were normal after battery has been out for an extended period of time. Self test was performed by the customer and device passed. Customer also stated the device restarted on its own twice and does not feel comfortable with device. Temp basal was not programmed prior to alarm. The device was not stored for a long period of time. No further info reported.

Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.